Event description:
It was reported that the patient experienced fluid like mass at the lumbar site (intrathecal catheter incisional site). A refill/programming took place on (B)(6)-2012. The event was possibly related to the device or therapy and it was unlikely related to the implant procedure. An intervention of surgical treatment resulted in aspiration/removal of the cerebrospinal fluid (csf) mass and epidural blood path on (B)(6)-2012 and (B)(6)-2012. The outcome was noted as an ongoing event. The device system was used to deliver hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome was resolved without sequelae on (B)(6) 2012. It was noted the new mild fluid like mass at the intrathecal catheter incisional site likely represented late cerebrospinal fluid (csf) leakage from removal of the obstructed catheter per the doctor's notes.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter. (B)(4).